Event description:
It was reported that a ct7a manual wheelchair had defective quick release axles and the wheels are unstable and don't roll properly.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-06679 indicting the manufacturer as invacare taylor street with the FDA registration number of (B)(4). The correct manufacturer is invacare top end, FDA registration number (B)(4).